Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal was deployed in the blood vessel; there was more blood than usual, which obstructed the field of vision, so a new seal was deployed and placed again. This time, there was less blood leakage than before, so the procedure continued as it was. It is unclear whether it was located in the center of the aortic hole. No cracks were found in the seal. It is unclear where the blood was leaking from. There were no health hazards, and no additional treatment such as blood transfusion was required.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g6, h2, h6, h11. The lot # 33000444153 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.